Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the dislodgement allegation was not confirmed, complete lead was returned. Visual inspection revealed no abnormalities, the lead tip appeared normal. The surgery allegation was not confirmed, no evidence of device damage, defect or malfunction was found..

Event description:
It was reported that this left ventricular (lv) lead was found to have pulled back a day after surgery. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.